Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. Upon evaluation the c9 component was blown and the material of the pca board around the c9 component was damaged. (B)(4). The cause for the inability to power up was the damaged pca board. The cause for the damaged pca board was the shorted c9 component. The root cause for the shorted component cannot be positively determined but was likely random component failure. No adverse event resulted form the blown component. The last pt to use this monitor did not report any problems.

Event description:
A review of service data has detected a reportable event. Upon servicing of monitor (B)(4), which was returned for normal maintenance, the monitor would not power up. The last pt to use this monitor did not report any problems.